Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. The patient was experiencing discomfort an arrhythmia. Upon interrogation it was discovered that the right ventricular (rv) lead was exhibiting loss of capture and r-wave amp variation. The patient underwent a rv lead revision on (B)(6) 2021. The patient was in stable condition.